Event description:
The customer reported that she was hospitalized for high blood glucose levels of 567 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.